Manufacturer narrative:
The restoration had debonded as one (1) full piece while the patient was still in the chair. The doctor cleaned the site and repeated the process during the same office visit using different products, without further incident. To date, the patient is doing fine. A physical evaluation was performed on the returned product, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that a patient had experienced the loss of a restoration immediately after placement with the herculite ultra and the optibond xtr bottle kit products.